Event description:
Zoll defibrillator did not discharge during code. Previous shift checks performed and machine operational. After failure to discharge biomed unable to replicate. Contacted MFR and sent back for their review/follow-up.